Event description:
It was reported there was a crack in the lens after it was implanted in the patient's eye. The doctor explanted it. There was no delay in treatment or other interventions provided. No further information was provided.

Manufacturer narrative:
Section a2, a4, a5 and a6: unknown/ not provided. Section d6a: if implanted, give date: unknown/ not provided. Section d6b: if explanted, give date: unknown/ not provided. Section e1: reporter: telephone number: (B)(6). Section e2: healthcare professional: unknown/ not provided. Section e3: occupation: unknown/ not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.